Manufacturer narrative:
(B)(4). Approximate age of device ¿ 37 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in clinic with history of thrombosed aortic valve and pericardial effusion and noted power elevations on interrogation of the system controller history. The manufacturer's technical services representative indicated that upon review of the system controller log files, thrombus was suspected. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis could not be confirmed through this evaluation. A review of the submitted log file revealed no atypical alarms captured and the system showed normal device operation above the low speed limit for the duration of the log file. No further information was provided. No alarms or patient symptoms were reported. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.